Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) in all vectors. An x-ray confirmed lead dislodgement. No adverse patient effects reported. Lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.